Event description:
Complainant alleged that during biomed testing, when pressing the shock button on the external paddles, the device displayed a "release button" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The external paddles were received and inspected at zoll medical corporation with no signs of damage or abnormalities. They were tested with a known good device simulator, and all functions operated as expected. The recorder printed data when enabled, the energy select buttons adjusted output correctly, and the charge button successfully initiated charging. The charge-ready indicator activated once charging was complete, and the device delivered a shock when both apex and sternum buttons were pressed simultaneously. If the buttons were pressed before the charge cycle finished, the device did not charge and displayed a "release shock button" message. The paddles functioned properly throughout testing, and no faults were found. No trend is associated with reports of this type.